Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5, l5-s1 fusion where rhbmp-2 was mixed with allograft and placed at multiple levels of the spine via a posterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with scoliosis of lumbar spine at l4-s1. Degenerative disc disease at l4-5 and l5-s1. Spinal stenosis at l4-5 and l5-s1. The patient underwent the following procedures: arthroscopic discectomy at l4-5 and l5-s1 bilaterally. Arthroscopic inter-body fusion with bmp-2 and allograft bone chips at l4-5 and l5-s1. Pedicle screw implantation at l4, l5 and s1. As per-op notes, "the patient decided to proceed with decompression, interbody fusion with bmp-2 and allograft bone chips, and pedicle screw implantation at l4-5 and l5-s1." No patient complications were reported. The patient underwent lumbar spine /w "obls" due to back pain. Findings: mild rotoscoliosis mid lumbar spine, convexity to the left. Vertebral body heights, disc spaces, alignment and position were normal. The patient also underwent anterior-posterior and lateral study of lumbar spine. Findings: posterior instrumentation of the spine for fusion with pedicle screws and bilateral rods at the l3-l4, l4-l5 and l5-s1 levels. Prosthetic intervertebral discs were placed. On (B)(6) 2008: the patient was discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.